Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the rj-45 cable was partially disconnected from the station. The refrigerator was unable to communicate with the station while the network cable was connected to this internal cable. The field service engineer installed a new rj-45 cable. After the temperature was displayed, the med station was powered back on, and the refrigerator is now functioning normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, the refrigerator was not detected on communication bus the customer reported that the issue resulted twenty-four minutes delay in dispensing of the lorazepam injection to the patient. There were no adverse events or injuries reported based on this incident.